Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as "change of patient caregiver". The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as peritonitis diagnosis, the patient was hospitalized. Four days prior to the peritonitis diagnosis, the patient was treated with injection meropenem (1gm, once daily, intraperitoneal, discontinued after 6 days) injection amikacin sulphate (250mg, once daily, intraperitoneal, discontinued after 6 days) and injection vancomycin (1gm, after 72 hours, discontinued after 6 days) for peritonitis. The patient was discharged four days after hospital admission. Seven days after event onset, the patient recovered from peritonitis. It was reported that two days after peritonitis onset, pd therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.